Event description:
The balloon on the catheters would not stay inflated for the procedure. In one case, the balloon popped. Six catheters were tested, and all failed. Catheters were all the same product number, and came from 4 different lots.